Manufacturer narrative:
Photo received. Investigation pending.

Event description:
The event occurred on an unspecified date in (B)(6) 2023 and involved a plum 360. It was reported during the pumps preventative maintenance (pm) the pump came back with a battery failure. The sub0000864 battery are giving a battery alarm and when checked the batteries were found leaking, and the positive is shorted out/corroded. The battery seem to be leaking from the top. The batteries were replaced and the pump was returned to service. There was no patient involvment and no report of patient harm.

Manufacturer narrative:
A photograph was provided by the customer showing the area of the defect. Review of 12-month service history and event history/alarm logs: no device was returned to the service hub for analysis and evaluation. Probable cause is battery.